Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that during a vitrectomy operation without intra ocular lens implantation the ophthalmic forceps failed to remove the internal limited membrane (ilm) as the forceps the tips were not moving at all (open-close movement). The surgery was completed with alternative product on the same day and there was no patient harm.

Manufacturer narrative:
Additional information provided in sections d.9. H.3. H.6 and h.11. A review of the device history record traceable to the reported lot numbers, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. A review of the database for the non-conformance events and the complaints showed that the given lot number was not concerned by any deviation and that there are no additional complaints associated with it. The investigation is completed based on the sample evaluation outlined below. The sample was received at the investigation site in the inner blister and the cover foil showing the lot information. However, the instrument was not placed properly into the inner blister so that it was only loosely packaged. The product shows no macroscopically visible signs of damage but a significant amount of surgery residues. The sample was visually inspected with the aid of a photomicroscope using various magnifications. The visual inspection showed no major deformation of the forceps arms. However, in closed position, the forceps arms do not meet and therefore, grasping is not possible. The instrument's actuation mechanism was then tested and showed no blockage or increased friction. The defect noticed on the device does not correspond to the reported issue. Since the product shows a defect that does not allow it to function as intended, this investigation confirmed the complaint. However, the point in time when the described damage occurred or the situation that led to the defect can no longer be determined conclusively. Therefore, the root cause for the issue cannot be determined. It cannot be determined how or where the damage to the sample occurred. Therefore, the root cause for the customer's reported event could not be determined. The exact root cause for the customers reported event is unknown, therefore, specific action cannot be taken. Complaints are reviewed and monitored at regular intervals for adverse trends. No adverse trends have been observed associated with the reported product and event. No action has been identified for this reported event. The manufacturer internal reference number is: (B)(4).